Event description:
The reporter states, that the patient felt hypoglycemic. Patient attempted to test and received an "eee" message on the advantage meter. Reporter treated patient with orange juice and she felt better in 10-15 minutes. New system sent and return requested.